Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there were coring issues. To support the analysis, three samples without packaging blisters were received for evaluation by the quality team. A visual inspection was conducted using 30x magnification, and no damage, defective grinding, or hooks were observed. The bevels and etching were found to be acceptable. Based on the investigation and the returned sample analysis, the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 blunt fill was coring. The following information was provided by the initial reporter: material#: 305180. Batch#: unknown. Verbatim: rcc received a complaint via email. We are once again experiencing coring issues with the bd blunt needles, item #305180. Please see the attached email and confirm how you would like us to proceed. Additional information provided: what is the brand/medication being used when coring is occurring? Propofol mainly. Once it was observed with ancef. Is the same needle being used to puncture multiple vials? No, new for each vial. What angle is the needle entering the vial at: 90-degree or 45-degree angle? Both, to see if it changes. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events noted 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 17-11-2025, 19-11-2025 3. Total number of occurrences? 4 4. Please confirm the lot number for the issue reported. Unable to provide lot number as package has been thrown out.